Event description:
The customer performed a blood glucose test and received a result of 178mg/dl. The customer stated they thought the result was 289mg/dl. The customer took six extra units of novolin r. The nurse came to get the customer for dialysis and found the customer passed out. Ambulance technicians were called and they received results of 3 and 32mg/dl. The customer was given glucose gel and orange juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.